Event description:
A customer contacted beckman coulter inc. (Bec) reporting a blood leak coming from the rinse block of the coulter hmx autoloader. The user was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eye protection at the time of the incident. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 but could not find a leak in the instrument. Fse attempted to replicate the leak but was unable to do so. Fse did not find any damaged tubing. Fse bleached the vacuum line and changed the tubing associated with the rinse block and probe wash. Fse also aligned the rinse block to the port and verified the repairs per established procedures. The bec internal identifier for this event is (B)(4).